Event description:
Customer reported 3 invalids in the last 2 days in both a and b modules (in the slots the cassettes were ran were in using aries cassette lot ab5081a. Customer provided images that show that the magnetic particles failed to migrate thru the cassette. Customer has not reported any discrepant results. Data review: on (B)(6) 2022 customer radiance biosciences & consultancy llc contacted luminex technical support to report an increase in invalid results occurring when using lot ab5081a of aries sars-cov-2 assay pn: (B)(4). Customer provided photograph shows three cassettes that returned invalid results. The failure to transfer magnetic particles beyond the first wash chamber can be seen in these three cassettes. Customer states this issue happened on both modules of the aries system. Consumable review: two invalid results were reported during aql testing of lot ab5081a on (B)(6) 2021. There is one labeling defect ncmr (60550) associated with this lot but is unrelated to qc testing. There are 2 additional complaint cases reporting invalid results for lot ab5081a in salesforce at this time. Lot ab5081a was recalled on rc-22-011 due to a potential product defect that could lead to invalid or false negative test results. Device review: aries system sn: (B)(4). Review of the utilized device's history was accessed for a period of 6 months prior to the reported invalid results. There are no complaints for aries system m12v118052001 that indicate a device malfunction that would lead to reoccurring invalid results. Sample work-up: customer sample work-up information was not captured in this case. Conclusion: the root cause of the invalid results for lot ab5081a where the failure to transfer magnetic particles through the cassette has been determined to be due to a consumable malfunction which was investigated under escalation case (B)(4). A class ii recall was determined as necessary for lot ab5081a on (B)(4).. (B)(4) was released and distributed to customers to provide notification of the risk associated with this product defect. Pre-22-089 originally determined this event as not reportable, but after completion of the recall investigation and distribution of a class ii recall for lot ab5081a, a new assessment was necessary.

Manufacturer narrative:
Lot ab5081a of aries sars-cov-2 assay pn:(B)(4) was determined defective and a class ii recall was warranted due to the risk of false negative test results. In review of all case details against the criteria set forth in document 00043 (medical device reporting standard operating procedure) and its applicable appendices, this complaint does not meet the requirements for an MDR in the countries where the device is sold or distributed. However, the MDR is being submitted to us FDA pursuant to the obligations of the emergency use authorization, and per communication received from FDA on (B)(6) 2020.